Manufacturer narrative:
(B) (4)

Event description:
It was reported that the catheter was fractured. The catheter was revised. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.